Manufacturer narrative:
It is unknown if the device will be returned to olympus for evaluation, as the customer is going to re-test the device and decide if the device will be returned. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
It was reported, that during reprocessing, the gastrointestinal videoscope tested positive for 22 colony forming units (cfus) of enterococcus faecium, all channels were sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing and the customer provided cleaning disinfection and sanitization (cds) practices and the legal manufacturer's final investigation. Upon review of the information provided by users regarding the facility reprocessing procedures, was no deviation from the device IFU. The device was not returned to olympus for evaluation. A review of the device history record found no deviations that could have contributed to the reported issue. Based on the results of the investigation, the reported event was not confirmed, as the scope was not microbiologically tested. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them¿. Olympus will continue to monitor field performance for this device.